Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A pt underwent a total abdominal hysterectomy and the insorb 2030 skin stapler was used to close the skin incision. Two days post-op, the incision separated. The separation was closed with suture under local anesthetic.